Event description:
During a right femoral placement of a simon nitinol filter, the filter stuck at the distal end of the catheter 5cm from the distal marker, and was difficult to deploy. The filter was eventually deployed. There was no patient injury reported.